Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03637. No device was returned to the original equipment manufacturer (omsc), however, an investigation was completed by omsc. The omsc performed a device history record review and no abnormalities were noted. Omsc determined that there was no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported event has been determined to be excessive force/stress applied to the distal tip. To mitigate the risk of device damage, the instructions for use (IFU) please read before use section states, "do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event and the title of the contact personnel at the user facility. Please refer to the following sections of the form for the updated information.

Event description:
The user facility reported that they were performing an endobronchial ultrasound bronchoscopy (ebus) for biopsies to rule out cancer. There was a delay in the case while trying to remove the broken piece, maybe an extra 30 minutes. The tip of the scope that holds the balloon is what broke off, approximately 2mm. The doctor was able to remove the entire piece that was broken off from the patient. The patient is in good condition, discharged home after procedure. No demographics were provided. The scope was inspected prior to use by the endo staff and olympus rep.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was visually inspected and found the distal probe tip broken off/missing, probe tip was not returned. In addition, the bending section cover was torn and failed the leakage testing. The bending section cover glue was cracked. There were broken image guide fibers noted during the evaluation. The angulation readings were low. The device was serviced and returned to the user facility. As part of our evaluation, the device instrument history was reviewed and it was noted that the scope was purchased on march 29, 2016 and found that no previous repairs done with the device.

Event description:
It was reported that at the end of a completed procedure, the flange from the distal end of the scope that held the balloon in place broke off and fell into a patient. There was no patient death, injury, or infection related to this event. The doctor was able to successfully extract the broken piece using a second scope.